Manufacturer narrative:
Device had blank solid white lcd due to cracked lcd glass at chip ledge. Unable to verify missing segments due to blank solid white lcd. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank solid white lcd.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer report a blank display after receiving a new battery cap. Customer states the screen is flashing white. Products are expected to receiving.